Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 375 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with corrosion visible on the pcb assembly. Data was unable to be obtained from the device. Without the data, it could not be determined if the pod successfully delivered insulin. During the investigation, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery.